Manufacturer narrative:
A philips remote applications specialist (ras) spoke with the biomed who clarified that they would like to retrieve the patient¿s discharged history for the august 27th timeframe. The ras explained that the patient¿s retrospective review history has been purged, but suggested reviewing the clinical audit for any events associated with bed 3s349. The biomed stated that this inquiry was not related to a patient incident with the philips equipment. The patient expired and they would like to review the spo2t alarm events for a specific timeframe. The ras assisted the biomed in reviewing the clinical audit and advised that it did show all the patient¿s spo2t events, alarm management, etc. The biomed was unable to export the clinical audit. A philips remote service engineer (rse) assisted the ras in connecting to the customer¿s primary server and enabling the v: drive. The ras was then able to retrieve the clinical audit and email it to the biomed. There was no malfunction. The biomed was calling to review the patient's history. This was resolved by the ras providing the clinical audit log to the biomed, as requested. A good faith effort was made to obtain additional information associated with this complaint, but there is no additional information available.

Event description:
The customer biomedical engineer (biomed) reported needing assistance with a patient¿s history lookup at their philips information center ix (pic ix). The patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported needing assistance with a patient¿s history lookup at their philips information center ix. The patient died.